Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description - multiple air in line alarms reported - pt. Death reported. Patient admitted to the ccru (B)(6) at 0105. Originally admitted to ccru on (B)(6) for a type a dissection, discharged from csicu. Went back to an osh yesterday, arrived back to the ccru last night. The event outlined below was documented as occurring upon admission. Patient time of death was 0233. "A new admission arrived to the unit in cardiac arrest. When attempting to switch the patient from transport's medications to our medications the norepinephrine and the vasopressin continued to alarm for "air in line". The lines were reprimed multiple times and continued to alarm. The IV tubing was also removed and visualized for air, however, there was none. I had to have another nurse run and grab me new bags of both medications to prime them onto entirely different pumps."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.